Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple motor stall alarms occurred during the load process. There was no reported impact to customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.